Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the 80 cm. 7 fr. Maxi ld 16 x 4 balloon catheter (bc) ruptured during post-dilation of a wall graft stent. The target lesion was the right femoral vein. The target lesion was reported to be: fibrous. There was no reported patient injury. Additional information received indicated that the wall stent graft implanted was a non-cordis product. There was no reported product issue with the wall stent graft. No patient information is available. The product was discarded at the account and is not available for inspection. There was no other product issue noted at the account post-procedure. Another cordis balloon catheter was used to complete the procedure successfully without patient injury. The target lesion was the right femoral vein. The lesion was reported to be: fibrous. No other target lesion information was provided. The approach for the procedure was normal. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The brand of contrast used was unknown. The contrast to saline ratio used was reported to be normal. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
During an interventional endovascular procedure, the 80 cm. 7 fr. 16x40mm maxi ld balloon catheter (bc) ruptured during post-dilation of a wall graft stent at nominal pressure. Another cordis balloon catheter was used to complete the procedure successfully without patient injury. The target lesion was the right femoral vein. The target lesion was reported to be: fibrous. Additional information received indicated that the wall stent graft implanted was a non-cordis product. There was no reported product issue with the wall stent graft. No patient information is available. There was no other product issue noted at the account post-procedure. The target lesion was the right femoral vein. No other target lesion information was provided. The approach for the procedure was normal. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The brand of contrast used was unknown. The contrast to saline ratio used was reported to be normal. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. There was no reported patient injury. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17681233 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (fibrous lesion) and procedural/handling factors may have contributed to the reported balloon burst as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.